Manufacturer narrative:
The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. (B)(4).

Event description:
(B)(4).